Event description:
It was reported that there was a leaky cuff. No harm or delay were reported to have occurred as it relates to this event. No other adverse events were reported.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Manufacturer narrative:
This incident has been recorded under (B)(6). Updates performed on b4 b5 g3 g6 h2 h3 h6 h10 no product was returned and the picture provided through follow ups did not provide additional evidence of the reported issue; visual and dimensional evaluations could not be performed. Lot number identification is necessary for review of device history records, and lot identification was not provided. The device is used for treatment. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Manufacturer narrative:
This complaint has been recorded under (B)(6). If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Spontaneous deflation was noted to have occurred.